Event description:
Recall on omnipods I had 25 affected by this and they gave me a hard time with replacing them I did not have any extra and the one my child was wearing expired on wednesday within 2 days of the phone call and they would not send them overnight (B)(6) was the rep. Lot numbers ph1u10202521 (20 affected ); lot number ph1u03282522 ( 5 affected ). Health effect code: 4582. Device problem code: 1420. Reference reports: mw5185654, mw5185655, mw5185656, mw5185657, mw5185658, mw5185659, mw5185660, mw5185661, mw5185663, mw5185664, mw5185665, mw5185666, mw5185667, mw5185668, mw5185669, mw5185670, mw5185671, mw5185672, mw5185673, mw5185674, mw5185675, mw5185676, mw5185677, mw5185678.